Manufacturer narrative:
The reported removal of the devices could be confirmed as patient scans were provided for the planning of new devices. The patient received a left tmj implant in (B)(6) 2022, which was removed on august 11, 2025, due to persistent pain and suspected infection unresponsive to steroids, antibiotics, and surgical I&d, despite no organisms being detected at explant. A spacer was placed, new devices were requested, and no additional information was available from the sales representative. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that patient needed an explant surgery due to infection on left side.